Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Confirm product code 01492 - electrode? Please clarify, are you saying that the tip of the electrode broke off? If the tip of electrode broke off, did it break inside the patient's cavity? Was the tip of the electrode retrieved? Will the tip of the electrode be sent back with the device?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2018. During the procedure the active loop of the electrode disconnected from the shaft of the electrode. The physician was unable to reconnect it and had to remove the electrode and replace it with a new one. The procedure was completed successfully with a new device. There were no adverse patient consequences reported.

Manufacturer narrative:
Pc-(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.  Product release date: (B)(4) 2017. Product expiry date: (B)(4) 2022.

Manufacturer narrative:
Pc-(B)(4). The electrode has not been returned in its original packaging, however the blister lid is returned with the device, confirming the correct device details. The distal end of the device shows signs of activation, and the active tip is missing. The missing section of the active loop has not been returned with the complaint. The fracture faces shine and show signs of cross sectional area reduction, indicating that a mechanical failure has occurred. It is not possible with the information provided to determine what has caused the fracture to occur. The connector plug seems to be undamaged. The active tip of the device shows signs of activation and the active loop has become detached. This is mentioned in the initial complaint, which can be confirmed. The fracture faces of both active and return sides of the loop indicate signs of a mechanical fracture. It is not possible with the information provided to determine what has caused the fracture to occur. From the investigation it is not possible with the information provided to determine what has caused the fracture to occur however based on the evidence available the failure suggests potential user error / misuse. The likely cause of the failure is excessive force exerted on to the tip during use, and/or as a result of the tip angle being changed numerous times causing the failure.